Manufacturer narrative:
Results of investigation: vyaire medical was not able to confirm the issue as there was no logs available. As per notes on (B)(4) vyaire technical personal visited the site and verifications performed on this unit and unable to replicate the reported issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 us is alarming circuit occlusion while on a patient.the ventilator was removed. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
H10:a vyaire field service representative(fsr) evaluated the device onsite, ran the vent for 30 mins and could not duplicate the error.the circuit test andverification test performs within OEM (original equipment manufacturer)specifications.the unit was handed back to staff to be placed back in service.root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.